Event description:
Time: 12:00pm, blood glucose (mmol/l): 16.5 (297 mg/dl); 12:43pm, 27.6 (497 mg/dl) ate 42g carbs, bolus (units): 4.20u; 12:46pm - pod deactivated. The customer reported that the cannula was not fully inserted in his skin.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Lot qualifications were reviewed and the product lot met all accepted criteria.